Event description:
Pneumothorax at implant; identified via x-ray, confirmed by cat scan. Chest tube inserted; pneumothorax resolved three days post implant. The device remains implanted and in use. No further patient complications have been reported as a result of this event.